Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Pt revised to address infection. Litigation papers allege the pt suffered extreme pain in his hip, causing difficulty ambulating and sleeping due to the allegedly failed asr devices.